Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The medical staff observed several times difficulties clamping the tubing of the integral ventricular drainage set (ivds). "When they pressed the clamp, the tubing slides so it is not placed (or little) in the jaws of the clamp." The drainage system is active even if the "clamp" is closed. Additional information has been requested.